Event description:
The pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for evaluation. The testing confirmed that the device was not functioning surgery to explant the pt's device is to be scheduled.